Event description:
Patient decannulated while wearing the dale tracheostomy tube holder. The tracheostomy tube was reinserted with good outcome.

Manufacturer narrative:
This extremely active child who has charge syndrome, crawls around on his back. Since the engagement tab is on his back crawling could be a factor in the hook becoming disengaged.